Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips were found to have an unknown contaminate on the test strip connector pins. On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging that their ot verio meter would not turn on. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.